Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history found evidence of the reported error. Visual and functional tests were performed. The cause of the problem was due to fluid ingression/contamination of the gear train. The hub gear was replaced to fix the issue.

Event description:
It was reported that there was an error code 41622-1003. There was no patient involvement and no patient harm/no adverse event reported.